Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, urinary tract infection, and sepsis. The blood glucose reading was 1277mg/dl. It was stated that the customer was experiencing unexplained high glucose for three days. Troubleshooting was performed. It was stated that the customer fainted. It was stated that the customer's glucose level was treated with the insulin pump. No further info was provided.